Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detachment of the base of a statlock from the foam pad is confirmed, and the cause is determined to be manufacturing-related. The device returned was PICC plus statlock device with movable posts. For the purposes of directional references in this investigation, the statlock frame of reference is with the lettering up and arrows pointing away from the viewer. Visual observation found that the device had its base completely detached from the pad. It manifested a clear imprint of the base on the pad, but very little material was missing. A sample PICC plus device was used for comparison. The base was pulled off the pad, which required significant force, and the separated surfaces examined. The outline of the base on the pad was easily visible and marked by missing foam material. One chunk in particular came away on the bottom of the base. It is evident that the statlock device returned did not have a standard coverage of adhesive binding the base to the foam. This resulted in susceptibility to detachment. The device was sent to the manufacturing site for further evaluation. Manufacturing conclusion the complaint for retainer weakly attached and detaching from the foam pad has been confirmed per evaluation. The root cause for the reported event is related to manufacturing due to poor application of adhesive. A lot history review (lhr) of juaxf589 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the anchor pad had its adhesive pad detached from its plastic part. The operator tried another kit from the same lot and, this time, the adhesive power of the anchor pad was weak. This file addresses the initial pad.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of juaxf589 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (juaxf589) have been reported from the same (B)(6) facility.

Event description:
It was reported that the achor pad had its adhesive pad detached from its plastic part. The operator tried another kit from the same lot and, this time, the adhesive power of the anchor pad was weak. This file addresses the initial pad.